Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on her insulin pump at time of bolus. Her blood glucose was above 500mg/dl at the time of reporting, which she treated with a manual injection. She declined troubleshooting. No equipment was returned. No additional information was reported.